Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Analysis identified that the fiber was recognized when connected to the console. The complaint could not be confirmed. However, analysis also observed that no light was exiting the connector face, indicative of an internal connector fracture. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire.

Event description:
It was reported that the fiber could not be recognized by the console. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned fiber identified a break within the connector.